Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check due to pressure transducer difference higher than accepted. Our field service engineer has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. The returned pressure transducer pcb has been tested on a ventilator and failed the pre-use check with internal leakage test and pressure transducer test. Readout from the eeprom memory shows no deviation. The zero pressure was measured and the measurement shows no deviation. The wheatstone bridge was measured and the results were without deviation. A microscopic investigation shows foreign object inside the sensor's cavity that most likely is the cause of the issue. Based on the information above this complaint will be closed.

Event description:
Manufactuere's ref# (B)(4).